Manufacturer narrative:
(B)(4). Customer returned insulin pump for alleged cosmetic damage located at the battery tube found. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked keypad overlay, cracked case (battery tube), pillowing keypad overlay, serial label damage (peeling), end cap address label missing, corroded battery tube, cracked retainer ring (dented) and minor scratches on window. Cosmetic damage was confirmed at the battery tube by visual inspection where a cracked battery tube and cracked battery tube threads. Additionally retainer ring damage noted.

Event description:
Information received by medtronic indicated that the insulin pump had a crack on battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.